Event description:
It was reported that the customer had a general complaint of channel errors. Although repeatedly requested, the customer did not provide additional details. There was no information on patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.